Event description:
The facility alleged a patient was injured when they got out of bed and the patient positioning monitor (ppm) did not alarm. The facilities maintenance said that he has tested the ppm and it works every time. Maintenance indicated that either the ppm was not armed or the bed was not plugged into nurse call system properly. The facility declined to release information regarding the injuries sustained by the patient.

Manufacturer narrative:
The technician investigated and could not duplicate the alleged malfunction.